Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead an alert triggered. It was also reported the rv lead exhibited confirmed fracture, low impedance and no sensing. The rv lead was capped, and remains in the patient out of service. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated during use of ra lead a patient alert triggered, and the ra lead encountered loss of atrial detection. Approximately, twenty-four hours later, the patient experienced syncope and was hospitalized. Patient evaluation revealed the ra lead exhibited low impedance, loss of capture and fracture suspected. Subsequently, the rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.